Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced discomfort at the ipg site due to the issue. Surgical intervention was undertaken on (B)(6) 2021 wherein the ipg pocket site was revised to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.